Event description:
The customer reported an issue where the pump failed to detect the cartridge. There was no impact reported on the customer¿s blood glucose level. No additional information about the outcome of the event was available.